Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they received a shock. Follow up information from the patient's physician indicated that the patient received inappropriate therapy from their implantable cardioverter defibrillator (ICD) due to an electrical current in a swimming pool. The device remains in use and no intervention is planned. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.